Event description:
It was reported that an asahi crosslead penetration guide wire was used during an endovascular treatment (evt) to treat a moderately calcified chronic total occlusion (cto) in the left superficial femoral artery (sfa). Part of the outer coil of the crosslead penetration guide wire was found unwound during wire manipulation. The procedure was completed with a new crosslead penetration guide wire. It was informed that there were no adverse patient effects associated with this event and the patient was fine without any problems after the procedure.

Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: 3003780911 the reported crosslead penetration guide wire was returned for investigation. The outer coil had come off from the proximal solder (set at 25mm from the tip for the purpose of fixing the outer coil onto the core wire) and gathered distally at approximately 20mm to 24mm from the tip. From approximately 20mm proximal to the ball tip, part of the outer coil was found stretched. Microscopic observation of the proximal end of the outer coil found that the outer coil was loosened and unwound due to torsion. Further microscopic observation of the proximal solder found that the exposed solder material surface had a trace of transfer mark of the outer coil, indicating that the outer coil had come off from the proximal solder. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that t torsion generated with torquing manipulation might have been locally applied on the distal segment of the subject crosslead penetration guide wire while the guide wire had been caught by the anatomical and lesion conditions. Consequently, the outer coil that had been fixed to the proximal solder was significantly loosened and came off from the proximal solder. As withdrawal attempts were made, the outer coil was further unwound. Although it was concluded that the reported event was not attributed to the product quality, it was concluded that wire fragment left in situ could not be ruled out should the same event recur. No CAPA will be taken. Instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. ~ when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720) in the same direction. [Malfunctions and adverse events] 1. Malfunctions ~ damage such as separation.